Event description:
It was reported by customer that pcu had a system error which is under warranty. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue where the unit displayed the system error was confirmed during log review and was reproduced during laboratory testing. During external inspection on the suspect pcu, the battery was found to be third-party part. No other issues or anomalies were observed. The suspect pcu was attempted to be turned on; however, it was observed that the device was completely discharged. Therefore, the unit was charged for a total of fifteen (15) minutes before attempting to turn it on again. A few seconds after powering on the device, system error 120.4510.5 (psp_missing_battery_failure) was triggered. During the evaluation of the electronic components potentially related to the issue, it was found that one of the pins in the battery connector harness showed no continuity in its corresponding pin. To confirm the failure of the battery connector harness, the component was inspected using an x-ray machine to closely examine each pin and identify the source of the defect. After reviewing the component and comparing it with a known-good connector, poor soldering was observed on the faulty pin of the harness. The battery connector harness was temporarily replaced with a known-good component only for testing purposes to verify the device¿s functionality. The device was powered on, and after a few minutes, it did not show any signs of malfunction. A battery conditioning test was performed after component replacement using the optimal conditioning configuration, and the device passed the test successfully. The event, error, and battery logs were retrieved from the suspect pcu using the alaris system maintenance (asm) software to determine programming and event details related to the alleged incident. The event date and time were not provided by the facility. All the available logs were downloaded from the returned pcu. Error logs were reviewed, and the following activity were found: a total of thirty (30) instances of system error 120.4510.5 (psp_missing_battery_failure) were recorded in error logs between may 5, 2025, and july 11, 2025. A total of nine-teen (19) instances of system error 120.4610.0 (psp_charge_level_low_failure) were recorded in error logs between may 12, 2025, and november 20, 2025. A total of three (3) instances of system error 133.6090.0 (main_speaker_failure) were recorded in error logs between may 5, 2025, and may 12, 2025. No other issues or malfunctions related to the complaint were observed in the error logs. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. There was no patient involvement. Root cause: the root cause of the reported system error was attributed to a faulty battery connector harness. This conclusion was obtained after the x-ray view of the component and the continuity test using a multimeter. Note that this report lists imdrf annex a09, c0201, d15, g02035 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pcu had a system error which is under warranty. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.